Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump experienced error 1660 (watchdog failure), a high-priority alarm that can interrupt therapy. The issue recurred each time the batteries were reinserted and the pump was powered on. The pump powered off before the end of infusion while under delivery. This event occurred during infusion at the patient¿s home. There was patient involvement, with no harm reported.